Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during introduction of grasper in a laparoscopic by-pass bariatric procedure, the seal were damaged on both device and air or gas leaked from the seal. New trocar and cannula used to complete the case. There was no patient injury.